Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that an external electrocardiogram (ECG) showed the cardiac resynchronization therapy defibrillator (crt-d) pacing at a rate lower than the programmed rate. Furthermore, it was noted there was t-wave oversensing (twos) by the right ventricular (rv) lead observed and the device was reprogrammed to adjust the sensitivity. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.